Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not release.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the delivery catheter. The clip was successfully removed from the patient and was found to be dangling on the end of the device. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not release. Block h10: investigation results the returned mantis clip device was analyzed, and a visual evaluation noted that the device has evidence of full deployment. Additionally, during a dimensional inspection all the measures were found within specification. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the delivery catheter. The clip was successfully removed from the patient and was found to be dangling on the end of the device. The procedure was completed with another mantis clip device. There were no patient complications have been reported as a result of this event.